Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-01214 and 1225714-2014-01215.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-01214 and 1225714-2014-01215.

Event description:
The additional information received noted that the patient experienced congestive heart failure after dialysis and expired within two hours, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.